Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The parents reported that the user never really responded to sound - maybe a little bit to begin with. When stimulating with the processor it does not seem that the user responds to it.

Event description:
Hearing performance with the device is affected. The parents reported that the user never really responded to sound - maybe a little bit to begin with. When stimulating with the processor it does not seem that the user responds to it.

Manufacturer narrative:
Additional infomation: according to the currently available information, damage to the active electrode due to an external mechanical impact appears to be likely. Additionally, skin irritation over the implant site was observed, which was likely caused by an excessively strong external magnet; the magnet strength has since been reduced. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Additionally, skin irritation over the implant site was observed, which was likely caused by an excessively strong external magnet. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. The skin on the magnet area was a bit sore, the magnet strength was decreased from 3 to 1. The user has been explanted. Re-implanted with a device from another manufacturer.